Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss.it is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6), 2014

Manufacturer narrative:
(B)(4): device not yet received by manufacturer.